Manufacturer narrative:
Additional narrative: the exact date of postoperative device breakage and patient pain is unknown; however, it began approximately two (2) months after the initial procedure. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a distal femur plate and screws on (B)(6) 2015. Approximately two (2) months later, the patient began experiencing sudden pain and was not able to walk. An x-ray taken on an unknown date confirmed that the screws were broken. A revision/explant procedure took place on (B)(6) 2015. Patient is reported as being bedridden. This report is 4 of 4 for (B)(4).